Event description:
The customer reported false reactive alinity I hbsag qualitative ii and hbsag qualitative ii confirmatory results on multiple patients that were not reported out of the laboratory. The following results were provided: (B)(6) 2024, sid (B)(6), hbsag = 19.03 / 0.41 / 0.52 s/co; hbsag confirmatory= 97%; repeated hbsag = 0.36 / 0.70 s/co; no results for neutralization; another alinity hbsag = 0.31 / 0.33 s/co. (B)(6) 2024, sid (B)(6), hbsag = 3.00 / 1.40 / 1.05 s/co; hbsag confirmatory= 99%; another alinity: hbsag = 0.46 / 0.32 s/co; no results for neutralization. (B)(6) 2024, sid (B)(6), hbsag = 0.92 / 2.25 / 1.63; hbsag confirmatory= 99%; %; another alinity: hbsag confirmatory no results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids:(B)(6).

Event description:
The customer reported false reactive alinity I hbsag qualitative ii and hbsag qualitative ii confirmatory results on multiple patients that were not reported out of the laboratory. The following results were provided: on (B)(6) 2024, sid (B)(6) hbsag = 19.03 / 0.41 / 0.52 s/co; hbsag confirmatory= 97%; repeated hbsag = 0.36 / 0.70 s/co; no results for neutralization; another alinity hbsag = 0.31 / 0.33 s/co. On (B)(6) 2024, sid (B)(6), hbsag = 3.00 / 1.40 / 1.05 s/co; hbsag confirmatory= 99%; another alinity: hbsag = 0.46 / 0.32 s/co; no results for neutralization. On (B)(6) 2024, sid (B)(6), hbsag = 0.92 / 2.25 / 1.63; hbsag confirmatory= 99%; %; another alinity: hbsag confirmatory no results. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I hbsag qualitative ii reagent kit, 08p10-32, sligo, irl in section d of this report to alinity I processing module, 03r65-01, irving, tx. New MDR 3016438761-2025-00065 has been submitted and all further information will be documented under that MDR number.